Event description:
Ventilator - dependent and intermittently agitated patient apparently yanked on tube, ripping off distal portion. On same day, an egd (esophagogastoduodenoscopy) was performed to retrieve retained portion.patient tolerated procedure with no adverse effects.peg tube remains in situ, no reinsertion or use of jejeunostomy tube until manufacturer's assessment performed.